Event description:
It was reported that a patient underwent a total abdominal hysterectomy on an unknown date and a barbed suture was used to sew the vaginal stump. Post op, about half a month later, the patient suffered with post op oozing. After examination, the surgeon found barb non-engagement in tissue. Then the tissue was resewed. The patient is currently stable. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare®. ¿ active ingredient(s) ¿ triclosan. ¿ dosage form ¿ suture/solid/parenteral. ¿ strength ¿ = 2360 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Please describe any medical/surgical intervention required for this suture event including dates and results. How was it determined that the barbs were no engaged in the tissue? Did the wound dehis? If yes, what tissue dehised? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Can you describe the appearance of the stratafix suture during second procedure/resuturing? What post-op instructions were provided to the patient? Were the post-op instructions followed by the patient? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 UDI number additional information: h6 additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient (female, specific age unknown) underwent laparoscopic panhysterectomy + salpingectomy in hospital on june 7, 2024. The surgeon used sxpp1b410 for sewing the vaginal stump in a continuous suturing manner. The intraoperative suturing was smooth. About half a month after the surgery, the patient returned to the hospital for reexamination due to postoperative bleeding. The doctor found that the sewing site of vaginal stump was bleeding, and the barb non-engagement in tissue. The patient was given secondary reinforcement sewing of vaginal stump layer (the specific information of the product used was unknown). The patient was in stable condition currently. No subsequent adverse event report was received. Contacted with the sales rep today via phone, please refer to above info and other information requested is unknown.